Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B, braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4). Multiple attempts to obtain additional information from the facility have not been successful. The pump was tested three times for volumetric accuracy with a rate of 250ml/hr and 25ml and the pump tested in specification with results as follows: 1st test: 5 minutes 59 seconds or 100% of expected accuracy; 2nd test: 5 minutes 58 seconds or 101% of expected accuracy; 3rd test: 5 minutes 57 seconds or 101% of expected accuracy. The pump's operational log was reviewed. The actual date of the event or infusion parameters was not known. Therefore, the log was reviewed for the last day of infusion activity on (B)(6) 2013. On (B)(6) 2013 at 9:39:18pm a new rate of 220ml/hr was entered in with a vtbi of 553ml set at 9:39:32pm. The pump was turned on to infuse at 9:39:33pm. The calculated total time for infusion is 2 hours 30 minutes 49 seconds. On (B)(6) 2013 at 12:10:23am kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 12:20:45am. The total volume infused was 553ml for duration of 2 hours 30 minutes 50 seconds. The total volume infused relative to the time was 100%. At 12:20:50am a new rate of 600ml/hr was entered in with a vtbi of 600ml set at 12:20:55am. The pump was turned on to infuse at 12:20:56am. The calculated total time for infusion is 1 hour. At 1:20:57am kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 1:23:31am. The total volume infused was 599.99ml for duration of 1 hour 1 second. The total volume infused relative to the time was 100%. At 1:23:36am a new vtbi of 30ml was entered with the previous rate of 600ml.hr. The pump was turned on to infuse at 1:23:37am. The calculated total time for infusion is 3 minutes. The infusion was then manually turned off at 1:24:39am. The total volume infused for this timeframe was 10.23ml for duration of 1 minute 2 seconds. The calculated time for this volume was 1 minute 1 second. The total amount infused relative to the timeframe is 99%. The pump was turned off at 1:24:42am and turned back on at 9:36:33pm. At 9:36:37pm a new rate of 400ml/hr was entered in with a vtbi of 110ml set at 9:36:42pm. The pump was turned on to infuse at 9:36:43pm. The calculated total time for infusion is 16 minutes 30 seconds. At 9:53:13pm kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 9:54:24pm. The total volume infused was 109.99ml for duration of 16 minutes 30 seconds. The total volume infused relative to the time was 100%. At 9:54:35pm a new vtbi of 30ml was entered with the previous rate of 400ml/hr. The pump was turned on to infuse at 9:54:36pm. The calculated total time for infusion is 4 minutes 30 seconds. At 9:59:06pm kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 9:59:20pm. The total volume infused was 30ml for duration of 4 minutes 30 seconds. The total volume infused relative to the time was 100%. At 9:59:24pm a new vtbi of 20ml was entered with the previous rate of 400ml/hr. The pump was turned on to infuse at 9:59:24pm. The calculated total time for infusion is 3 minutes. The infusion was then manually turned off at 9:59:49pm. The total volume infused for this timeframe was 2.74ml for duration of 25 seconds. The calculated time for this volume was 25 seconds. The total amount infused relative to the timeframe is 100%. At 9:59:54pm a new rate of 450ml/hr was entered. The pump was turned on to infuse at 9:59:54pm. The remaining volume left to be infused is 17.26ml. The calculated total time for infusion is 2 minutes 18 seconds. At 10:02:12pm kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 10:02:35pm. The total volume infused was 17.25ml for duration of 2 minutes 18 seconds. The total volume infused relative to the time was 100%. At 10:02:38pm a new vtbi of 20ml was entered with the previous rate of 450ml/hr. The pump was turned on to infuse at 10:02:38pm. The calculated total time for infusion is 2 minutes 40 seconds. The infusion was then manually turned off at 10:03:22pm. The total volume infused for this timeframe was 5.47ml for duration of 44 seconds. The calculated time for this volume was 44 seconds. The total amount infused relative to the timeframe is 100%. At 10:03:29pm a new vtbi of 24.54ml was entered with the previous rate of 450ml/hr. The pump was turned on to infuse at 10:03:30pm. The calculated total time for infusion is 23 minutes 16 seconds. The infusion then was manually turned off at 10:03:50pm. The total volume infused for this timeframe was 2.49ml for duration of 20 seconds. The calculated time for this volume was 20 seconds. The total amount infused relative to the timeframe is 100%. At 10:03:56pm a new rate of 500ml/hr was entered. The pump was turned on to infuse at 10:03:57pm. The remaining volume to be infused was 22.05ml. The calculated total time for infusion is 2 minutes 39 seconds. At 10:06:35pm kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 10:06:38pm. The total volume infused was 22.04 for duration of 2 minutes 38 seconds. The total volume infused relative to the time was 100%. At 10:07:03pm a new rate of 600ml/hr was entered and a vtbi of 300ml was set at 10:07:08pm. The pump was turned on to infuse at 10:07:08pm. The calculated total time for infusion is 30 minutes. At 10:37:09pm kvo automatically turned on and the infusion had completed and stopped when the kvo turned off at 10:37:38pm.